Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned devices found signs of repeated use (nicked and gouged) and is fractured on lateral side of post. DHR was reviewed and no discrepancies were found. The investigation has concluded that the reported event is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned worn and fractured on a worn instrument claim form. All pieces have been returned.